Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: review of the black box data revealed multiple records of call service alarm 162 indicating loss of prime warning due to low non-zero force. The returned battery cap returned with the pump was intact and without damage and able to fit properly to the pump. The pump powered on normally and ez-prime steps successfully completed without any errors, alarms or warnings occurring. Investigation did not duplicate the alleged loss of prime issue.